Event description:
Complainant alleged that during functional testing, the device's display was completely white upon powering on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The lcd color display will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.